Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: the device showed tf5511. After doing the tsw, we found that the pressure sensor board proximal pressure sensor value is abnormal. No patient harm or consequences. Patient involvement is unknown.

Event description:
The following was reported to hamilton medical ag: the device showed tf5511. After doing the tsw, we found that the pressure sensor board proximal pressure sensor value is abnormal. No patient harm or consequences. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).